Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 400 mg/dl which was been treated with insulin pump. Customer stated that they were getting alert for sensor updating. Customer also reported the infusion set had a kinked needle upon insertion and it was stuck inside the cannula. Customer's spouse declined to troubleshoot for high reading. The sensor and infusion set will be returned for analysis.